Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There are warnings in the package insert that state that this type of event can occur. Under possible adverse effects, it states: "it has been reported that wear debris may initiate a cellular response resulting in osteolysis or osteolysis may be a result of loosening of the implant." The user facility is outside of the united states. No medwatch report was received. This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2011-01128). This report submitted (B)(4), 2011.

Event description:
It was reported that patient underwent total hip arthroplasty on (B)(6), 1999. Subsequently, revision procedure performed (B)(6), 2011 due to osteolysis. The liner and modular head were removed.